Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that thrombus occurred. In (B)(6) 2015, the patient underwent a left atrial appendage (laa) closure procedure and a 30mm watchman laa closure device was implanted. It was noted that the device was placed distal to and spanned the entire laa ostium and a complete seal was observed. In (B)(6) 2015, transesophageal echocardiogram revealed thrombus on the surface of the device. Medication was given/regimen adjusted and the event was considered resolved.